Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the buttons on the insulin pump were not responding. The customer changed the battery but issue persisted. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked belt clip slot.